Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer received an empty cartridge alarm while the cartridge was not empty. Additionally, the customer received a cartridge alarm that indicated that the cartridge was over-filled. Customer's blood glucose was 145 mg/dl. The pump was replaced to address the issue.